Event description:
It was reported, the customer had a low blood glucose event. Customer stated their low blood glucose required the paramedics to be called. Date of the customer's adverse event was on (B)(6) 2015. The customer declined to be transported to the hospital. The customer was treated with glucose through an IV. The customer stated, the cause of their blood glucose may be from over bolusing for their meal. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.